Event description:
Information received that the pt control is only allowing head elevation to go to 29 degrees. No injury reported.

Manufacturer narrative:
Technician found during pm, that pt control only allowed head elevation to 29 degrees. Recalibrated the sensors to resolve this issue.